Event description:
The customer's meter reading with a decimal. The customer was not aware the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events. The contact was able to reset the meter to mg/dl and no product will be returned for evaluation.